Event description:
Meter name: one touch ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: excessive thrist, mood changes. A pt reported they went to hospital. Their meter allegedly had a faded display and customer was unable to test. The result on their meter was: unable to test. The result on their back up meter (fasttake) was "hi". No comparison was reported. Treatment was undisclosed. No further info has been reported.